Manufacturer narrative:
Insulin pump had cracked case battery tube side. Insulin pump passed displacement test and self test. During visual inspection, motor and force sensor had moisture damage.

Event description:
The customer's nurse reported via phone call that the insulin pump had crack on the battery compartment side. The customer¿s blood glucose level was 258 mg/dl. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.